Event description:
It was reported that the right ventricular (rv) lead was explanted a day after the implant procedure due to a dislodgement, so the physician requested a lead with a longer length to be used. The dislodgement was confirmed by x-ray. Device was replaced with another boston scientific lead. No additional adverse patient effects were reported.